Event description:
The customer reported the unit will not shut off, have to pull battery and ac power. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Emdr initial to FDA; emailed (B)(6).

Manufacturer narrative:
.